Event description:
Left femur broke at home, dr. Did surgery that night inserting a stryker long gamma nail. Five mos later rptr began hurting in the front thigh of left leg. Went to see dr. In great pain upon standing even though no weight bearing. X-rays taken, dr. Could see nothing wrong. Send for more therapy, after half the therapy -including ultrasound, hand manipulation execrise and cold packs- treatments with no positivie results. Rptr called requesting another visit. Weird symptoms included the feeling of knee on water balloon, upon raising while lying on back, could not stop it from continuing over head unless grabbing by both hands, traveling pain from front of thigh, to groin area radiating outwardly to hip. Dr also had rptr examined by a "back specialist" which agree wtih rptr it was not due to their back. X-rays taken revealed broken hardware. Surgery again to remove broken hardware and replace with same type hardware from the same MFR.